Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that a few weeks after they were implanted on (B)(6) 2014, they started to have problems with it. The patient was not able to provide specifics as to what the problems were. They mentioned that they were hit with a shopping cart in (B)(6). The patient was redirected to their healthcare provider. No further complications were reported. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.